Manufacturer narrative:
(B)(4). Batch # t5au37. Additional information requested but not received: you have stated "unknown" as the patient consequence, however, can you please follow-up with the appropriate personnel to determine if there were any patient consequences? Investigation summary: the analysis results found that the sr75 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the device. Event described could not be confirmed as the cartridge was received fully fired. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, there were some staple malformations. Patient consequences were not reported.